Event description:
A consumer reports shadowing, glare and halos following intraocular lens (iol) implant surgery. He states that his vision was good the first day following surgery, then his pupil started to change and he began to notice shadowing and glare. Two weeks following surgery, he noticed halos around flood lights. His surgeon told him all his symptoms are related to his history of retinal problem, not the lens. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.